Manufacturer narrative:
One 120804f catheter was returned for examination. The reported event of catheter broken was confirmed. The catheter body was found broken at approximately 8.3cm distal from the 10 cm depth mark. The mating broken part was not returned. Cross surface of the broken section appeared jagged. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ in this case, the patient was stable post-op and did not suffer any abnormal outcomes from the incident. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
B5- further follow up with the customer indicated that the tip could not be retrieved; it was left in the plaque. The patient did not suffer any complications due to this incident with the device; the patient¿s artery was already 100% occluded. The patient was stable post-op and did not suffer any abnormal outcomes from the incident.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that a 4 fr fogarty embolectomy catheter was being used when the tip of the catheter broke off inside of the patient. The tip could not be retrieved. Follow-up ongoing for further information. The product was available for evaluation. Patient demographics were unable to be obtained.